Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device allergy ("allergic reaction to essure"), pelvic pain ("pelvic pain") and meniere's disease ("autoimmune disorder type of disorder: minears of ear") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Concurrent conditions included morbid obesity. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), meniere's disease (seriousness criterion medically significant), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia) large clots during cycles"), anxiety ("worse anxiety"), depression ("psychological or psychiatric problems condition: depression"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with pruritus, rash and urticaria, back pain ("back pain"), dizziness ("dizziness"), malaise ("allergic or hypersensitivity reaction type: sick feeling"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rashes or skin conditions type: rash/ itching stomach"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with lorazepam (ativan), steroid antibacterials, surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device allergy, fatigue, back pain, vaginal haemorrhage, menorrhagia, malaise, female sexual dysfunction, anxiety, depression, rash pruritic, migraine, headache, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown and the pelvic pain, meniere's disease, abdominal pain and dizziness was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device allergy, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, malaise, meniere's disease, menorrhagia, migraine, pelvic pain, rash pruritic, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, sick feeling, apareunia, anxiety & depression, miner¿s of ear, rash/ itching stomach, migraines / headaches, dysmenorrhea, dyspareunia, fatigue, weight loss, hives are added. Concomitant, historical conditions drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device allergy ('allergic reaction to essure'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain') and meniere's disease ('autoimmune disorder type of disorder: minears of ear') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Concurrent conditions included obesity, hyperlipidemia and paratubal cyst. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), meniere's disease (seriousness criterion medically significant), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia) large clots during cycles"), anxiety ("worse anxiety"), depression ("psychological or psychiatric problems condition: depression"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with pruritus, rash and urticaria, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), dizziness ("dizziness"), malaise ("allergic or hypersensitivity reaction type: sick feeling"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rashes or skin conditions type: rash/ itching stomach"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with lorazepam (ativan), steroid antibacterials and surgery (laparoscopy assisted vaginal hysterectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device allergy, pelvic inflammatory disease, fatigue, back pain, vaginal haemorrhage, menorrhagia, malaise, female sexual dysfunction, anxiety, depression, rash pruritic, migraine, headache, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown and the pelvic pain, meniere's disease, abdominal pain and dizziness was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device allergy, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, malaise, meniere's disease, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, rash pruritic, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, anxiety, depression, device allergy, pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 18-jul-2019: medical record was received. Medically confirmed case. Events added from medical record- pelvic inflammatory disease. Reporter information, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device allergy ("allergic reaction to essure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with pruritus and rash, pelvic pain ("pelvic pain"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain") and dizziness ("dizziness"). The patient was treated with surgery (vaginal hysterectomy with extraction of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the device allergy, pelvic pain, fatigue, abdominal pain, back pain and dizziness outcome was unknown. The reporter considered abdominal pain, back pain, device allergy, dizziness, fatigue and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.